Manufacturer narrative:
The service rep replaced the ev tank, emi strap, and tube cooling fans. The system functions as intended.

Event description:
It was reported that the 9800md system had a loud noise followed by no image on the monitor. The operator also noticed that a warning safety message and rebooted the system. The system functioned normally after the unit was rebooted. No patient injury.